Manufacturer narrative:
A quality-safety evaluation was received on 07-sep-2016. Ptc global number (B)(4). Based on attached information, the description relates more to device shape alteration in the implant. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality defect per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-sep-2016 for the following meddra preferred term: device expulsion. The analysis in the global safety database revealed 193 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and five years later she had abdominal pain and afterwards it was recognized that essure appeared to be skewed in uterus (interpreted as device dislocation). She had novasure as treatment for an unspecified reason. She underwent fallopian tubes, uterus and essure removal after almost 9 years. Device dislocation is listed while endometrial ablation is unlisted in the reference safety information for essure. Although the exact onset date and mechanism were not provided, given the nature of a device dislocation, a causal relationship with essure cannot be excluded. In this case, the reason for endometrial ablation was not provided therefore it is not possible to assess if it is related to essure. This case is regarded as incident since device removal was required. The product technical complaint concluded, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality defect per se. No further information will be obtained.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 08-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2007, essure 205 (fallopian tube occlusion insert) was placed. The consumer's medical history included nickel allergy. On (B)(6) 2007 she experienced complication during insertion. Control position essure was performed. Essure appeared to be skewed in uterine, only belatedly recognized. Five years after essure insertion (60 months), she had abdominal pain, bile problems, liver problems, kidney disorder, urinary tract disorder, pain during ovulation, pain during menstruation, memory loss, concentration problems, tingling, and wrist / elbow problems (pinched nerve). The consumer contacted a doctor (pelvic floor physiotherapist, psychologist). Novasure was conducted as treatment. Essure was removed on (B)(6) 2016, together with two fallopian tubes and uterus. She had not recovered. It was reported that consumer was never properly informed. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and five years later she had abdominal pain and afterwards it was recognized that essure appeared to be skewed in uterus (interpreted as device dislocation). She had novasure as treatment for an unspecified reason. She underwent fallopian tubes, uterus and essure removal after almost 9 years. Device dislocation is listed while endometrial ablation is unlisted in the reference safety information for essure. Although the exact onset date and mechanism were not provided, given the nature of a device dislocation, a causal relationship with essure cannot be excluded. In this case, the reason for endometrial ablation was not provided therefore it is not possible to assess if it is related to essure. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. No further information will be obtained.